Manufacturer narrative:
H3: analysis found that the outer insulation of the lead was twisted; the lead was twisted causing the lead to break close to the ins connector port. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: va21suq, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated she noticed frequency (going every hour) and urgency issues and does not feel stim. Patient services reviewed options of increasing stim and changing programs. Patient stated she has been drinking more water. Patient sees nurse practitioner (np) at doctor in their office in alaska. Patient stated she has an appointment next week. No further patient complications are anticipated or expected as a result of this event. Additional information was received from a manufacturer representative (rep). The rep reported that after the patients full implant on (B)(6) 2019, the patient was in a car accident on (B)(6) 2020. Patient noticed symptoms returned within days. Urgency, frequency and leaks. Patient saw healthcare professional at implanting doctor¿s office several times and tried every program on the smart programmer, no relief or sensation in the pelvic area. Impedance check was off too. Patient was scheduled for a lead revision several months ago, was has been dealing with insurance issues and covid that made it hard to address until today. When the healthcare professional got into the pocket of the implant, they noticed the lead had broken off at the header. The lead had been tightly coiled several times and stretched all the way down to the sacrum. After almost an hour of trying to retrieve the electrodes from the lead, the lead broke again, only two of the tines were removed, electrodes still in place, lead was replaced with a new lead. Ipg, was also replaced.